Event description:
It was reported that stent dislodgement occurred. During unpacking of two 4.50 x 24mm synergy xd drug-eluting stents, it was noted that the stents looked dislodged. The devices were never used, and the procedure was completed using an alternate device. There were no patient complications reported.